Manufacturer narrative:
Review of medical records: pre-op: on (B)(6) 2004 CT shows disc herniation l5-s1. On (B)(6) 2006, CT notes protrusion l5-s1, mild bulge l4-l5 and l3-l4 without canal stenosis. Internal disk disruption with instability at l5-s1. Discography concordant pain l5-s1. Severe back pain/can't walk. Charite disc implanted on (B)(6) 2006 at l5-s1. Post-op: on (B)(6) 2006 back/ leg pain reported with weakness in both legs, radiculopathy. On (B)(6) 2006, x-rays show good alignment and healing. On (B)(6) 2006, urinary incontinence/erectile dysfunction. On (B)(6) 2006, CT finds lumbar spine within normal limits. On (B)(6) 2006, abdominal pain reported, CT of abdomen finds inferior portion of charite disc anterior by 1.5-2cm compared to (B)(6) study where it was normal. On (B)(6) 2007 note that pt was seen by neurosurgeon and surgery was out of the question. On (B)(6) 2007 diarrhea off/on started after surgery, incontinence, impotence. On (B)(6) 2007, surgeon recommends against removal/revision. On (B)(6) 2009, burning pain with urination and bowel movement is reported. On (B)(6) 2010, CT shows significant anterior displacement of the disc, endplates are otherwise intact but poor visualization due to metallic artifact, alignment preserved; lower plate 50% displaced anteriorly and upper plate 10% displaced, spacer in between is intact (note little change since 2007). On (B)(6) 2010 removal of disc pressing on sigmoid colon and subsequent alif. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcoming of the device or info provided with the device.

Event description:
Depuy spine became aware of a charite artificial disc pt who experienced an adverse outcome after placement. As a result an MDR is being filed to document this event.